Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage from the vein while retracting it. The following information was provided by the initial reporter: "IV catheter stiffness" via bd investigation: "bd received one un-retracted nexiva device. Venipuncture was replicated by following the IFU instructions and using an artificial vein. During the retraction a stiffness was felt, confirming the reported defect. The needle assembly was then decoupled from the catheter adapter assembly and it was identified that the needle assembly was inserted off of the secondary septum and through the canister. The drag was no longer felt once the needle assembly was removed indicating that the stiffness was from interference between the needle and catheter adapter assembly. This misalignment allowed for leakage and created higher drag during retraction. This defect can be linked to misalignment of the cannula during manufacturing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6)2021 at that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2022-02-21. That changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one un-retracted nexiva device. Venipuncture was replicated by following the IFU instructions and using an artificial vein. During the retraction a stiffness was felt, confirming the reported defect. The needle assembly was then decoupled from the catheter adapter assembly and it was identified that the needle assembly was inserted off of the secondary septum and through the canister. The drag was no longer felt once the needle assembly was removed indicating that the stiffness was from interference between the needle and catheter adapter assembly. This misalignment allowed for leakage and created higher drag during retraction. This defect can be linked to misalignment of the cannula during manufacturing. Preventative maintenance is also performed to ensure proper functioning of the machines and equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.